Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, the customer noticed the cuff was not inflated well. He suspected leakage of air from the cuff. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: two photos were included in agile attachments for evaluation; photos showed an inflation line occluded. One sample was returned for investigation. The returned sample was received in used condition without original packaging. The samples were visually inspected under normal conditions of illumination. After visual inspection, an occlusion in the inflation line was detected. The returned sample was inflated using a syringe. The cuff would not inflate; the complaint was confirmed. A leakage test on the sample provided was performed to identify any occlusion; occlusion was detected. After checking the product, no leaks were detected. However, part of the inflation line was narrowed, making it difficult to inflate the cuff. Based on the analysis conducted in the sample provided, cuff inflation/deflation failure mode was confirmed. And the possible root cause was traced to the manufacturing process not correctly/properly followed (assembly issue). For corrective action, a customer complaint notification was made to production personnel to explain the importance of adherence or following the manufacturing procedure. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).